Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, while obtaining access for a fistulagram, a micropuncture transitionless stiffened cannula access set's wire unraveled and separated. While obtaining access into the arteriovenous fistula, the wire became stuck upon insertion through the access needle. The user then attempted to remove the wire through the access needle; however, the wire unraveled and separated, leaving a wire fragment under the patient's skin. The fragment was not retrieved. Another vascular access system was used to complete the procedure. Per the reporter, the patient did not require any additional procedures or experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. One micropuncture transitionless stiffened cannula access set was returned to cook for investigation. There was no visible damage to the device. As such, it is assumed that the customer did not return the complaint device. The customer did not respond to cook¿s attempts to clarify if the correct device was returned. A document-based investigation evaluation was performed. No related non-conformances or additional complaints were noted on the final lot. Three potentially relevant non-conformances were noted on subassembly lots; however, all affected product was scrapped and there are 100% inspections in place to capture the non-conformance. The product IFU instructs the user: ¿do not withdraw the wire guide through the introducer needle; breakage may result. If the wire guide tip must be withdrawn while the needle is inserted, remove both the needle and the wire as a unit.¿ the information provided upon review of the dmr, DHR, and IFU suggests that there is evidence the device was manufactured to specification. Although three potentially relevant non-conformances were noted on sub-assembly lots, all non-conforming product was scrapped, there are 100% inspections in place to capture this non-conformance, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot-related complaints have been received from the field. Therefore, it was concluded that there is no evidence that non-conforming product exists in house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that failure to follow instructions contributed to this event. The customer reported that the wire became stuck upon insertion into the access needle and the user subsequently attempted to remove the wire through the needle. The IFU instructs the user not to withdraw the wire through the needle, as breakage may result, and instructs the user to remove the wire and needle as a unit if the wire must be withdrawn while the needle is inserted. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer name and address: line 2: (B)(6) center this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, while obtaining access for a fistulagram, a micropuncture transitionless stiffened cannula access set's wire unraveled and separated. While obtaining access into the arteriovenous fistula, the wire became stuck upon insertion through the access needle. The user then attempted to remove the wire through the access needle; however, the wire unraveled and separated, leaving a wire fragment under the patient's skin. The fragment was not retrieved. Another vascular access system was used to complete the procedure. Per the reporter, the patient did not require any additional procedures or experience any adverse effects due to this occurrence. Additional information regarding the patient and event has been requested.